Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tip-up fenestrated grasper instrument to perform failure analysis. The instrument underwent external and internal visual inspections, and no issues were detected. The instrument passed the manual articulation test. The instrument was placed and driven on an in-house system, and passed recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened, closed and grasped properly and adequately. The instrument was fully functional. No product issue was found. A review of the site's system logs for the reported procedure date was conducted and the investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, a vessel injury occurred, and an instrument release key (irk) was required to remove a tip-up fenestrated grasper instrument. The following information is unknown: what vessel was specifically injured, what type of vessel injury occurred, the cause of the vessel injury, and what medical intervention was rendered due to the complication. Additional information has been requested; however, no response has been received.